Event description:
It was reported that at the 2 month follow-up visit, sensing difficulty with no capture were detected, and it was suspected that the right ventricular lead had dislodged. During lead revision, the helix could not be retracted to allow for repositioning, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary lfj111371v helix/lobe distorted/bent; full lead returned for analysis. Electrical performance of the lead was not affected.